Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The husband called stating that his wife and daughters insulin pumps were having display issues and cracked reservoir compartments. The husband states that the screens will go black and they have to remove battery to solve issue. Husband states that the reservoir will pop out of the pump. The patients were not available to provide serial numbers. Husband will call back when all pumps are together. Nothing is being returned at the moment.